Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient lost sensory and motor function in the lower limbs shortly after the implant procedure. The patient was taken back to surgery where the surgeon evacuated an epidural hematoma. The patient stated the symptoms resolved soon after the hematoma was removed.